Event description:
The customer reported high blood glucose levels for the past two days. The customer was calling form the hospital, and had a blood glucose reading of 359 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump failed the prime test. The customer checked for leaks, and did notice insulin leaking. The customer did not feel well enough to continue troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2011-81980.